Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had no delivery alarm during manual prime. Customer's blood glucose was unknown mg/dl. The customer stated they had problems on 4 sets and reservoir too. The customer was asking for replacements of sets and reservoirs. The customer was advised that the we would replaced the set and reservoirs.